Manufacturer narrative:
(B)(4). Physio- control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device was displaying its service wrench and had logged a potentially critical fault code. There was no patient use associated with the reported failure.